Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis of the returned portion of this lead will be performed. This event will be updated after the analysis completion.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, visual inspection confirmed the clinical observation of a weakened header bond. It was noted that on three sides of the header, medical adhesive was bonded to the header, but not the corresponding area of the device case. Compositional analysis completed on two sample areas where the header was loose from the device case verified a uniform layer of medical adhesive on the header and very little medical adhesive on the titanium case. An x-ray of the device header found the df-/rvc, rvr and rvt feed-thru wires were fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that during a follow up visit, this device displayed high out of range pacing and shock impedance measurements. The patient with this device had received inappropriate therapy due to noise causing oversensing. Pace/sense impedance measurements had abruptly increased during the past month and shock impedance measurements had increased slightly just prior to the follow up interrogation. It was thought there was a right ventricular lead fracture. A revision procedure was performed. When the replacement lead (reliance g model 0176 sn (B)(4)) was reconnected to this device, difficulty was encountered connecting the pace/sense portion of the lead requiring a few attempts to tighten the setscrew. All measurements appeared acceptable. Prior to the defibrillation threshold testing, noise was noted on the right ventricular channel. It was thought there was an issue with the pace/sense portion of the device header and possibly a set screw issue. A decision was made to replace this device. The device was removed, replaced and returned for analysis. Post procedure, all measurements appeared normal. No adverse patient effects were reported.